Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg had eroded through an open wound on the patient's skin. Patient was treating with topical antibiotics with no success. In turn, surgical intervention was undertaken wherein the ipg was explanted. No infection was found at the wound site.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.